Event description:
A customer reported a 23 gauge probe did not work during a vitrectomy procedure. The probe was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. The device history records for the component lots were reviewed. At least (B)(4) lots were detected to have processing anomalies that could contribute to the reported complaint. The lots were reworked/reinspected prior to being released. The associated lots (B)(4) were released based on manufacturer's acceptance criteria. A complaint search of the suspect lot did not reveal any similar caes for "probe didn't work". The issue appear to be an isolated case. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).